Manufacturer narrative:
The baxter technician found the synclara filter needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter sent a replacement synclara filter to the customer to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the synclara system, non-ft sw,hc,na filter is cracked. This occurred at home during patient use. There was no patient injury or death reported with this event. The reporter did not communicate this event to another baxter department or authority.

Manufacturer narrative:
G3 correction: the correct date of awareness was initially submitted as 1.11.2025; however, the correct date of awareness is 1.10.2025.